Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was functioning properly the night before but her blood glucose value was 500 mg/dl when she woke up. Customer treated with insulin manual injections. Customer stated that she changed the infusion set in the morning and noticed the cannula was bent. Customer did not experience any symptoms for high blood glucose. Customer did not want to contact her doctor; blood glucose level is reducing. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer was able to rewind and perform manual prime successfully. Customer did not find an insulin leak. Customer stated that she changes the infusion set every 6 days; advised to change it every 2 or 3 days. Insulin pump. Nothing further reported.